Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose and kidney failure on (B)(6) 2019 with blood glucose of 484 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the cannula was bent. The customer was treated with intravenous fluid. Customer performed self test and test was passed. The insulin pump will not be returned for analysis.